Manufacturer narrative:
Upon evaluation of the unit, the alleged issue of an inaccurate scale could not be duplicated or confirmed. The service tech demonstrated to the account how to calibrate the bed in case they experience this issue in the future and wish to perform their own repairs.

Event description:
It was reported that the scale was inaccurate, however, upon evaluation of the unit the alleged issue could not be duplicated or confirmed. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported that the scale was inaccurate, however, upon evaluation of the unit the alleged issue could not be duplicated or confirmed. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.